Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v everolimus eluting coronary stent system is being filed under a separate medwatch MFR number. The device remains in the patient. Angina, arrhythmia, and hypersensitivity/allergic reaction are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that a xience v stent was implanted in an unspecified vessel on (B)(6) 2010. On (B)(6) 2011 another xience v stent was implanted in an unspecified vessel. The patient has been experiencing intermittent chest pain, shortness of breath, fluctuating heart rate and overall weakness since implantation of the stents. The symptoms became more severe post implantation of the second stent. Reportedly, the patient's physician stated that the conditions could possibly be caused from the everolimus coating on the stents. No treatment was provided. On (B)(6) 2011, open heart surgery was performed for repair of the mitral heart valve. Though requested, no additional information was provided.